Event description:
The procedure being performed was a bilateral suboccipital craniotomy, resection of arteriovenous malformation. "At the end of the case and during bone graft (flap) replacement and plate screws, the clamp gave way and the head came out and one pin lacerating scalp". The size of the injury was a 3 cm and was located in the occipito-parietal area.